Manufacturer narrative:
Results: the catrx was fractured approximately 25.5 cm from the hub. The device was kinked approximately 27.0, 51.0, 117.5 and 143.0 cm from the hub. The guidewire lumen was undamaged. Conclusions: evaluation of the first returned catrx confirmed a fracture and kinks. Based on damage at the fracture site, this break was likely the result of the catheter becoming kinked. If the device is advanced against resistance, damage such as kinks may occur. Further manipulation of a kinked device will likely result in a fracture. Evaluation of the second returned catrx confirmed kinks. If the device is forcefully advanced against resistance, damage such as kinks may occur. Further evaluation of both returned catrxs revealed similar ovalizations on the distal markerband. This indicates the devices may have been advanced through something too small for the catrx such as a kinked or temporarily ovalized guide catheter. If the guide catheter were damaged, it would likely have contributed to the difficulty advancing experienced during the procedure and ovalizations on the returned catrx devices. No other devices identified in the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01752.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01752.

Event description:
The patient was undergoing a thrombectomy procedure in the right carotid artery (rca) using indigo system catrx aspiration catheters (catrx) from indigo system catrx kits. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the catrx and reported that it would not track over the guidewire around the first curve in the patient's vasculature. Subsequently, the catrx kinked and broke into two pieces at the proximal portion outside of the patient. The catrx was therefore removed and was no longer used in the procedure. Another catrx was then used; however, the catrx would not advance and was kinked. This catrx was also removed from the procedure and was no longer used. The physician completed the procedure by performing a bypass surgery. There was no report of an adverse effect to the patient.